Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 4sae mini drawer failed and it required maintenance. The customer attempted troubleshooting to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure a field service engineer found that the unit had a stuck mini drawer, which the customer was able to clear. By the time the fse arrived, the customer had already corrected the problem. The mini drawer was reset and was functioning properly. The fse also inspected the on-site barcode scanner and noticed that the cable was damaged. The cable was replaced before it could become a run ability issue, and the barcode scanner functionality was verified after the replacement. The system functioned as intended after the field service engineer repaired the device.